Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af) and the implantable pulse generator (ipg) was reprogrammed. After reprogramming the patient experienced hypotension and tachycardia. The patient remains in hospital. The device remains in use. No further patient complications have been reported as a result of this event.